Event description:
A no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced high blood sugar. Customer was unable to self-treat and was treated with a unspecified medication by healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on returned reader. No issues were observed. Reader powered on with button depression. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section h4 - device mfg date was incorrectly documented in the initial report. The section h4 - device mfg date has been correctly updated.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced high blood sugar. Customer was unable to self-treat and was treated with a unspecified medication by healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.